Event description:
According to the reporter: the device was fired across the patient¿s small bowel. However after the device was fired extensive bleeding was observed from the staple line. The surgeon fired a second reload but that too had severe bleeding. The surgeon applied pressure to the bleeding with some positive affect. The surgeon then over sewed the staple line in an effort to control bleeding. This helped. The patient is currently fine. There was unanticipated tissue loss and irreversible tissue damage as a result of the event. The surgical time was extended beyond an additional 30 minutes. No device fell into the patient¿s cavity. No further information has been made available. Should additional information be received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).